Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported an implantable collamer lens (icl) was implanted upside down. The lens was intraoperatively implanted and replaced. The lens tore during removal. Replacement lens was implanted. The problem was resolved.